Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, a position was selected for the lead, but it was found that the pacing graphics were poor after screwing the lead in. When the lead was rotated counterclockwise, there was a great amount of resistance. When the lead was removed from the body, it was found that the lead screw had been deformed. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.